Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.